Event description:
Information received regarding the explanted device notes problems with atrial sensing. The generator did not detect p-waves at 0.1 mv. The patient's intrinsic rhythm was about 80 bpm, and his condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received